Manufacturer narrative:
Corrected data: z number philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system on-site and confirmed system does not start up. Upon troubleshooting fse identified issue with hard disk drive of host pc. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). To resolve the issue, fse replaced host pc hdd. After replacing the hard disk drive of host pc, the system was returned to use in good working order. The codes were corrected based on re-evaluation.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system on-site and confirmed system does not start up. Upon troubleshooting fse identified issue with hard disk drive of host pc. To resolve the issue, fse replaced host pc hdd. After replacing the hard disk drive of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported.philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.